Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, initial procedure done was laparoscopic gastrectomy, then complication arise and patient had relaparotomy. Revision appeared approximately 3 mm in defect in the back wall area entero-entero anastomosis on the staple line. Defect stitched with double-stranded running stitch. Staple suture of the "dull" end of the small intestine is also stitched. Surgical time was extended for more than 30 minutes and had a blood loss of more than 500 cc with an extended incision by more than 1 inch and the procedure was converted from laparoscopic to open. Patient is alive.